Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that an alert noting excessive radiofrequency telemetry (rf) use was observed. The alert was cleared, and rf telemetry was restored. The patient did not experience any adverse effects before, during or after the encounter and was to continue with routine in clinic and remote monitoring.